Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cathena 22gx1.00in straight bc experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: customer on insertion pulled back the needle 8mm and then moved the needle forward, which then pierced through.

Manufacturer narrative:
H.6. Investigation: 1 photo was returned for evaluation. Needle through catheter was observed in the returned photo according to the verbatim / event description, customer had inserted, pulled back the needle 8mm and then moved the needle forward, which then pierced through catheter. The complaint is confirmed and product is out of specification investigation shows that as according to the verbatim / event description, what may have caused the needle through catheter is user error. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. H3 other text : see h.10.

Event description:
It was reported that the cathena 22gx1.00in straight bc experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: customer on insertion pulled back the needle 8mm and then moved the needle forward, which then pierced through...